Event description:
Sfa stenting-patient enrolled in trial in other country. Severe distal embolization-thrombosis in the sfa reported with occlusion of device prior to discharge. Permanent disability reported.

Manufacturer narrative:
Please reference MDR 2183870-2008-00241 for other protege everflex used in this procedure.